Event description:
It was reported that item was being used and as the jaw was being closed, the item came away. No patient injuries reported.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned devices and the reported incident. Visual inspection shows a deployed smartstich m connector with a detached upper jaw. The jaw was not returned with the device. No manufacturing anomalies could be visually identified. The returned m-connector was adapted in to a smart stich device (om-8000). The lock function has been tested and performed as intended. The needles have been selected and could be fired as specified. The complaint was verified and the root cause could be determined due to a mechanical component failure.